Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing set was attached to the patient's IV catheter without the use of a needle-free connector. The male luer of the tubing set broke off into the hub of the patient's IV catheter. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing set was attached to the patient's IV catheter without the use of a needle-free connector. The male luer of the tubing set broke off into the hub of the patient's IV catheter. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer of the tubing set broke off was confirmed; however, it was found that it was the male luer of the non-bd set that had broken off. Visual inspection of the connecting non-bd extension set showed that the male luer was broken off. No breaks or damages were found with the bd primary set. The root cause of the break could not be determined.

Event description:
The customer reported that the tubing set was attached to the patient's IV catheter without the use of a needle-free connector. The male luer of the tubing set broke off into the hub of the patient's IV catheter. There was no patient harm.